Manufacturer narrative:
No product will be returned per customer. The customer complaint of set leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a cyclophosphamide leak from the IV tubing located at the bottom of pump module. The drug leaked onto the floor surrounding the pump. No patient and/or user harm reported.